Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after the dexcom g7 sensor expired, did not receive alerts or alarms, consumed sugary beverages, and expected the ilet to auto-correct without a connected cgm; the pump continued basal delivery and the user transitioned to subcutaneous insulin pen therapy as backup. Symptoms included hyperglycemia with a reported blood glucose of 561 mg/dl. Outcomes included a delay to treatment and the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.